Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised by technical support on how to reset pump, was informed reset was possible, and was instructed to call back for further assistance once charging supplies were available.